Event description:
It was reported that the patient was dropped/tipped over while being transported on a cot. It was reported that the patient did not exceed the cot weight rating. The patient was picked up and placed back on the cot. The patient was responsive and fine at the time of the incident.

Manufacturer narrative:
The customer did not report any alleged defects. Device not available for evaluation.

Event description:
It was reported that the patient was dropped/tipped over while being transported on a cot. It was reported that the patient did not exceed the cot weight rating. The patient was picked up and placed back on the cot. The patient was responsive and fine at the time of the incident.